Event description:
During an in clinic follow up, it was noted there was an increased capture threshold on the right atrial (ra) lead. It was suspected the increased threshold was due to fibrosis. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.